Manufacturer narrative:
Field service engineer troubleshot shutting down or locking up causing the x-ray to go out. Fse ran a system diagnostics / defrag to check hard drive for errors and none were found. Fse cleaned excess heat build up. Fse recommended to the staff that the infimed computer be restarted daily to ensure proper operation. Fse also noted not currently connected to the hospitals ups and recommended re-connecting unit to a functional ups to avoid power related failures. Fse tested the system per the maintenance section of platinum one system service manual 710273. Operational tests passed. Unit was returned to full service by the customer.

Event description:
On (B) (6) 2009: customer reports that intermittently, there has been no fluoro. No information on procedures or patient demographics. No report of injury.